Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 chemistry analyzer. The fse inspected the instrument and determined the ise (ion selective electrode) buffer valve malfunctioned. The fse replaced the ise buffer valve to resolve the issue. System performance verification was performed without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter telephone number: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneously high ise (ion selective electrodes) patient results which includes sodium (na), potassium (k) and chloride (cl) assays. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.